Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018 and (B)(6) 2018 (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had bilateral intraocular lens (iol) implants. Od (oculus dexter - right eye) zct150 +29.0 implanted on (B)(6) 2018; os (oculus sinister - left eye) zct100 +28.5 implanted on (B)(6) 2018. Od with target refraction: -0.75 diopter. The refractive outcomes were as follows: od -2.25 c -0.25 a 128° and os -1.25 c -0.5 a 89°. Visual acuity (va) = 0.3 the patient¿s symptoms affected their ability to complete daily tasks. Od was explanted on (B)(6) 2018; os was explanted on (B)(6) 2018. The patient received two new tecnis toric lenses (model and diopter unknown). No incision enlargement, no sutures, and no vitrectomy was required. The doctor commented that there was no problem with our lens at all. Post exchange the patient was reported as recovered and in good condition. No further information was provided. This report is to record the lens explanted from the right eye. A separate MDR will be filed for the lens explanted from the left eye.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/22/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in pieces, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.